Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a percutaneous coronary intervention interventional procedure using a 7f sheath. There was no issue during insertion or suture deployment. Reportedly, the device was stuck during removal. Foot closure was confirmed. The lever and foot were opened and closed several times without success of device removal. It was then visualized via ultrasound that the guide was separated from the guide tube. A cutdown was performed to remove the device. There was no tissue damage noted. Manual suturing was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported detachment was confirmed. Difficulty closing the foot was not confirmed due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the blue handle on the device was cracked open while in the body to pull the lever to retract the feet as the lever was not working or possibly slipping.